Event description:
Subsequent to the initial medwatch report, additional information was received. Patient was re-hospitalized on (B)(6) 2011 and discharged to home on (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009, the patient underwent a stenting procedure and a 2.25 x 18 mm xience v rx stent was implanted in the distal right coronary artery. On (B)(6) 2011, the patient experienced chest pain and was rehospitalized. Medications were provided. An electrocardiogram performed on (B)(6) 2011, revealed atrial fibrillation and a right bundle branch block. An outpatient cardiac catheterization performed on (B)(6) 2011, revealed stenosis in the target vessel; however no treatment was provided. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.